Event description:
A pt reportedly has a "reaction" while the device was in use. The pump was set to infuse morphine 1mg/ml, pca dose of 1.0mg, 8 minute pt lockout and no 4 hours limit selected. Abbott rec'd a call to inquire about printing the device history. The biomedical engineering technician reported that he was told an overdose was suspected. He had no clinical info. He reports that the printed history looked fine according to the desired program and that the pump tested accurately and delivered as programmed. He thought that there might have been an error by a nurse involving placing a 5mg/ml concentration vial into the device when the desired vial (physician orders) called for a 1 mg/ml concentration. The customer risk management was contacted by us for further info. The only info that was given to us is that "the patient seems to be very sensitive to morphine. She was treated and recovered and is fine. The equipment is not an issue; the pump delivered correctly." Risk management cited "patient confidentiality" and refused to give any further info, including pt age, gender, diagnosis, specific nature of the reaction or what treatment was administered. The device was cleared by risk management to be put back into patient circulation.